Event description:
Customer reported imprecision on pt results. Customer reports calcium and co2 are erroneously high. Original calcium pt result was 10 mg/dl when the sample was repeated it was 11 mg/dl. Reported alleges that co2 results are running high. Roche fields svc rep visited account and unable to confirm any malfunction occurred. Instrument was checked is meeting performance specifications.